Event description:
A baxter engineer reported a pump with failure code 730 on channel c. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump with failure code 703 was confirmed. Inspection of the device found that this was caused by a defective user interface module printed circuit board (uim pcb). Failure code 703 in the event history confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.